Event description:
The customer stated that he was hospitalized due to hypoglycemia. The blood glucose reading at the time of hospitalization was not reported. The customer stated that he was found unconscious by his wife and was taken to the emergency room. Troubleshooting was performed, it was found that the customer had last changed his infusion set two days prior to the event, and that he was not connected during priming. The time on the insulin pump was off by one hour. The insulin pump was accurately accounting for the amount of insulin left in the reservoir. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.